Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the circumstances that led to the end of service message were unknown. The patient said the battery may be dead. The patient said they were waiting to see a doctor. No further complications were reported.

Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient can¿t turn the device on and clarified they were getting an elective replacement indicator (eri) on the programmer. The patient indicated the programmer batteries were low. The patient replaced the batteries and briefly got poor communication, but then connected and the programmer showed end of service (eos). There was dissatisfaction with ins longevity. The patient said she only had it implanted for a couple of years, but she added she uses the device 24/7. The patient said the stimulation worked very little for her and she had so much pain. The reason for implant was permanent spinal damage from a car accident. No further complications were reported.